Event description:
It was reported that the right atrial (ra) lead had capture and sensing latency issues causing programming difficulties. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2014; 694965 lead, implanted: (B)(6) 2006; 419488 lead, implanted: (B)(6) 2006. (B)(4).